Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported via medwatch (user/facility report # (B)(4)) that on an unknown date in (B)(6) 2019, intra-op, pituitary broke off into the patient. The broken piece was recovered by the surgeon. No patient complications were reported.